Event description:
It was reported that, "tulip head popped off screw shaft."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.